Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully placed. Upon deployment the clip opened to approximately 20-40 degrees. The clip remained stable on the leaflets and the procedure was discontinued. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open while locked (cowl) was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully placed. Upon deployment the clip opened to approximately 20-40 degrees. The clip remained stable on the leaflets and the procedure was discontinued. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.